Event description:
Received an email from a pt's spouse on (B)(6) 2013. The email stated: "I am contacting acuvue customer service today in complete and utter rage. Yesterday afternoon my (spouse) cut (his/her) retina while using your guys contact lens. After examination the lens had a sharp edge to it and when (he/she) attempted to put it in it made a fine cut on (his/her) eye. (He/she) is currently in the hospital and just finished undergoing surgery. So far we have pad almost 2,000 dollars in medical bills and I am seriously pissed off. I am going to follow legal procedures on you guys. I have talked to a lawyer about the situation and will be following through on this unless you guys can come up with a serious resolution." Numerous attempts to contact that pt have been unsuccessful. The precise nature of the reported injury is unknown; this is being reported as worst case. The lot number is unk. If additional medical info is received, we will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.